Manufacturer narrative:
The device is not returning to olympus for evaluation. The cause of the event can not be determined at this time. The case is being handled through a legal process.

Event description:
Olympus received a legal document on (B)(6) 2016 which alleged that cancer was spread to the patient after undergoing a hysterectomy procedure where a bipolar morcellator may have been used. It's further alleged that the patient had an occult uterine malignancy, which was later diagnosed as a high grade pelvic sarcoma. During the patient's 2010 surgery, malignant cells were ground up and spread throughout her abdominal cavity to the pelvis, thereby upstaging her cancer.